Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the left electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to clean the electrodes with rubbing alcohol. Follow up indicated that the patient's skin irritation improved.